Event description:
It was reported that during device replacement for premature eri, damage to the lead insulation was observed. Therefore, the lead was replaced.

Manufacturer narrative:
The reported insulation damage was verified in the laboratory. Analysis found that the optim sheath of the is-1 connector leg was abraded as a result of friction to the ICD can.